Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. There were no visible signs of device or package damage prior to use. The procedure was performed via a retrograde approach during transfemoral cerebral angiography. The femoral artery suitability was verified by angiography, including insertion angle and vessel diameter greater than 5 mm. The puncture site had no visible calcium or plaque, no stenosis greater than 50%, no nearby stent, and no prior closure within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A 5f non-cordis sheath introducer was used, the sealant was deployed to the proper location, no anticoagulants, antiplatelets, or thrombolytics were used, there was no history of coagulopathy, and no issues were noted during balloon retraction or button#2 step. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.